Event description:
Reporter stated that caller from facitity reported that the unit had overfilled one final bag and underfilled another. The overfill was accompanied by an e-30 alarm so the unit performed as it has been designed to do. The underfill error was 7.3%, which exceeds the MFR's specification limits of +/-5%. Both underfill and overfill were determined by weighing the bags and comparing actual and calculated weights. The reporter stated that for both bags the programmed volume and the volume delivered for each station and in total were in agreement. The unit was sent to the MFR for evaluation. No pt involvement.